Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-03580 pertains to the other device. It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced severe and permanent bodily injuries and physical pain. All other information, including the patient's current condition, is unknown and reportedly unavailable.